Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a period of 17 hours where the pump was not delivering insulin. The reporter stated that the interruption of insulin deliver was not programmed into the pump and there was no recorded reason for the interruption. The reporter stated that the patient had a high blood glucose as a result of the alleged issue, but was unable to provide a specific value. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017 at 4:56 pm. The data from the reported date of event had been overwritten due to continued patient use of the device. The basal history showed 0.00 units per hour basal program from (B)(6) 2017 at 3:57 pm to (B)(6) 2017 at 8:09 am. On investigation, the pump powered on using the returned battery cap, which was undamaged and secured to the pump properly. An ez-prime sequence was performed successfully. The pump was exercised for 24 hours without malfunction and all deliveries recorded as programmed. The device was found to perform within specifications. Investigation did not duplicate the alleged ¿unexplained 0.00 unit basal¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.